Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump's battery compartment was cracked. Customer also reported that the insulin pump lost power at times. Customer did not specify whether a low battery alert was returned prior to the insulin pump losing power. Blood glucose level was not provided. No further information was provided.